Manufacturer narrative:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer also reported that they received battery out limit alarm during normal use. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer also reported that they received battery out limit alarm during normal use. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.